Event description:
It was reported that, during wound treatment, a renasys touch device failed to charge when plugged in. In addition, the device was hot to touch while charging. Patient had to use a fan to keep the device cold. Treatment was resumed with a smith & nephew back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: the device, used in treatment, was returned for evaluation. A visual inspection found the front, back and bottom case are broken. Functional evaluation found the pump operates as expected. The device was able to be charged and temperature was within the normal range. As such, we are unable to confirm a relationship between the device and the reported event or identify a definitive root cause. It is possible the operating temperature of the pump became elevated due to attempting to charge it while in the carry bag, exposure to a direct heat source or excessive ambient (room) temperature (above 40c) during transport, storage or operation. Per the instructions for use (IFU), charging may be temporarily suspended if the system detects an elevated operating temperature. To reduce the operating temperature, remove the pump from the carry bag and/or move it to an environment with a lower ambient temperature. When the pump cools, charging will resume automatically. Review of manufacturing records show no evidence that the product did not meet specifications upon release to distribution. A complaint history review found similar reported events however, no further action is deemed necessary at this time. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during wound treatment, a renasys touch device fails to charge when plugged in. In addition, the device was hot to touch and when charging patient had fan to keep device cold. Treatment was resumed with a smith & nephew back-up device. Patient was not harmed as consequence of this problem.